Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of amia automated pd cycler sets have a patient line cap that ¿comes off too easily and falls off¿. This occurred while opening the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.